Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed equistream d/l catheter kit was returned for evaluation and four electronic photos were returned for evaluation. Gross visual evaluation was performed on the returned kit. The investigation is confirmed for the reported packaging problem and identified ambient temperature and melted issues as the component tray was noted to be deformed and crushed. Further, wrinkles and warpage were noted on the transparent plastic cover of the equistream dialysis catheter kit, the flange of the inner packaging trays were found deformed and curled resembling effect of heat damage. The investigation is also confirmed for the identified peeled/delaminated issue as the labels on the outer package were found in a partially delaminated condition. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2023).

Event description:
It was reported that prior to a procedure, the packaging was altered. There was no patient contact.